Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced skin infection at the insertion site. Customer had and infection 4 years ago too due to not changing the infusion set but this time the site became infected after only 2 days of use. Customer stated she inserted in the upper thigh and had a large bump. Customer experienced itchiness, sensitivity, redness swelling and fever. She went to the doctor's clinic and got antibiotics prescribed. Customer stated her blood glucose was elevated but cannot recall the actual value. Nothing further reported.